Event description:
Reporter indicated that the patient undderwent vns therapy system replacement surgery due to a complete lead break. Prior to replacement surgery, device diagnostic testing (systems diagnostics) at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator for the explanted generator was no, ruling out generator battery end of life as the likely cause of the high lead impedance test result. Review of x-rays by treating neurologist reportedly revealed a leadk break, after which the patient was referred for surgery. It was reported that a strain relief bend in the lead body was not present. No serious injury was in conjunction with the lead discontinuity; however, the patient has begun to experience breakthrough seizures. The explanted lead was sent to the hospital pathology department and will likely not be returned to manufacturer for analysis. Treating neurologist indicated that he was not aware of a reason for the lead break, but that the "patient is a teenager". Alluding to the possibility that the patient's active lifestyle may have been a contributing factor to the reported event.

Manufacturer narrative:
The vns therapy system is indicated for use as an adjunctive therapy in reducing the frequency of seizures in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications. In the united states, the vns therapy system is approved for use in adults and adolescents over 12 years of age with partial onset seizures that are refractory to antiepileptic medications.